Event description:
It was reported that a patient was implanted with an advance urinary incontinence sling device on (B)(6) 2010. Some later time after implantation, the incontinence status of the patient was reportedly worse. Subsequently on (B)(6) 2014, the patient was implanted with an alternative continence device, outcome was reportedly "excellent results". No further patient complications have been reported.